Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the down button was not responsive. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that the insulin pump was not exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The backlight feature working properly. The insulin pump had cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads, minor scratched lcd window, partially broken reservoir tube lip and stained end cap sticker.